Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the up/down buttons are flat and become stuck when the pt attempts to use them. She reported that some days her blood glucose is higher than normal. No specific blood glucose values were provided. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.